Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited post sensed t-wave oversensing (pstwos). This was discovered after the device sent out an alert after a premature ventricular contraction (pvc) wherein the device marked both the pvc and the t-wave. Programming changes were suggested but not made as of yet. The patient was stable